Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following fields were updated: b4 date of this report. B5 describe event or problem. D4 lot number - based on a review of inventory transactions and this customer's purchase history, there are four (4) possible lots: 714300 894080 893950 893900.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. (B)(6).

Event description:
It was reported the drill bit fractured during a reconstruction surgery. The procedure was completed with another drill bit. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The drill was returned for evaluation. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck. The certificate of conformance was reviewed and there were no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint in regards to the drill fracturing for 01-7148 lot 335380. For this part (01-7148) and the previous one year (from the notification date) regarding the drill fracturing, (B)(4). The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data

Event description:
This follow-up report is being submitted to relay additional information.